Manufacturer narrative:
The complaint of a detached surecuff/heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached surecuff/heat sleeve was not returned for evaluation. A lot history review (lhr) of revg1020 showed twenty-one other similar product complaint(s) from this lot number. All complaints for this lot number (revg1020) have been reported from (B)(6) facilities.

Event description:
It was reported that on (B)(6) 2012 the catheter was implanted. In (B)(6) 2013, the patient came to hospital and the nurse found blood at the bedside. She reported it to the doctor who found the catheter was separated from the cuff. A new catheter was placed.